Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 50 mg/dl; cause was unknown. The customer suspended insulin, drank a coke and ate sugar to address the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.